Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a buckled and dented(dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was battery door was opened before the latch was fully unlocked from the rear hinge. As a result, the upstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for battery compartment damaged, during physical inspection, it was found that there was a buckled upstream occlusion seal.